Event description:
It was reported that there were concerns the right ventricular (rv) lead was exhibiting loss of capture. Boston scientific technical services (ts) noted that there were varying amounts of morphology after pacing in the rv. Ts provided troubleshooting actions and resolution recommendations. The lead remains in use. No adverse patient effects were reported.